Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after surgery, the iol was explanted due to pupil squeezing and replaced with a non company monofocal lens. Additional information has been requested.